Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the erbe generator displayed an error immediately after power on during setup before surgery. Before contacting technical support, the staff had already replaced the neutral pad and energy cord and restarted the unit, but the error persisted. Technical support then instructed the staff to change the monopolar coagulation setting to classic mode and to test the unit using a third party laparoscopic instrument with a wet cotton swab on the neutral pad; this test was performed, but the error continued. Technical support advised that the electrosurgery unit was not usable in its current condition and arranged for a field service visit. Technical support also asked whether an alternative generator was available; the staff checked and confirmed that it was not. The staff was informed that the surgical team could choose to proceed using the robotic system while obtaining energy from laparoscopic instruments, but the decision had not yet been made at the time of the call, and the system was treated as down. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was clarified that the erbe generator was replaced to resolve the issue.